Event description:
The biomedical engineer reported that the facility is experiencing intermittent signal loss of the telemetry transmitter system. They stated that it happens for seconds to minutes and it happens randomly to random multiple patient receiver (orgs) sectors.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the facility's multiple patient receivers (orgs) were experiencing intermittent signal loss with the telemetry transmitter system. It was happening for seconds to minutes at a time and it was happening randomly to random org sectors. They requested onsite service as they had tried some troubleshooting and could not resolve the issue. Nihon kohden technical service was onsite and found that the staff was using the wrong transmitters on the wrong floors. After they put the correct transmitters where they should have been, the issue was resolved. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported they were able to resolve issue as they had discovered the telemetry monitors were being used on the incorrect floors. When they were put on the correct floors, the issue was resolved. Using the telemetry monitors on the incorrect floors likely resulted in org's receiving weak or no signals. There is no evidence of an nk device malfunction.

Manufacturer narrative:
The biomedical engineer reported that the facility is experiencing intermittent signal loss of the telemetry transmitter system. They stated that it happens for seconds to minutes and it happens randomly to random multiple patient receiver (orgs) sectors. They requested onsite service as they have done some troubleshooting and could not resolve the issue. Nihon kohden technical service was onsite and found out the staff was using the wrong transmitters on the wrong floors. After they put the correct transmitters where they belonged, the issue was resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Concomitant medical device: the following device(s) were being used in conjunction with the org, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station. Model: cns-6801a. Sn: (B)(4). Telemetry transmitters: model: ni. Sn: ni.

Event description:
The biomedical engineer reported that the facility is experiencing intermittent signal loss of the telemetry transmitter system. They stated that it happens for seconds to minutes and it happens randomly to random multiple patient receiver (orgs) sectors. They requested onsite service as they have done some troubleshooting and could not resolve the issue. Nihon kohden technical service was onsite and found out the staff was using the wrong transmitters on the wrong floors. After they put the correct transmitters where they belonged, the issue was resolved. No patient harm reported.